Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had a over infusion - user error.

Event description:
It was reported that there was an over infusion of an unspecified medication which the manager of patient safety identified as "due to user programming error." This was reported to bd representatives during an on site visit. Although requested, no specific event details were provided. There was patient involvement but unknown outcome.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication which the manager of patient safety identified as "due to user programming error." This was reported to bd representatives during an on site visit. Although requested, no specific event details were provided. There was patient involvement but unknown outcome.